Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "scleral plugs do not stay inside cannulas" (fitting problem). A surgeon reported that the scleral plugs are not staying inside the cannulas. No pt injury was reported.

Manufacturer narrative:
The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).